Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient indicated they had their therapy at 7.0 and above. When the rep spoke with technical services, they indicated that it was out of range of the warranty and that being up at those levels could deplete the battery quickly. The device had already been removed and a new device was implanted. The explanted device would not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were encountering a message that said therapy has stopped and to replace the internal device to continue therapy. Patient services reviewed this message and indicated the ins had reached eos. Patient said they couldn' t live a normal life without it and they needed it to work for them. The patient indicated they had been increasing amplitude higher to try and improve therapeutic effect, and they did increase greater than 5.0. The patient was redirected to their healthcare provi der to further address the issue. Additional information was received from a manufacturer representative (rep) on (B)(6)2024 the rep reported that the rep thinks the implant should last 10 years, but the implant was at eos when he interrogated the implant today. The patient might have seen eos a couple months ago. Technical services (ts) reviewed longevity is based on usage. The rep didn't know what the patient's settings were. Ts reviewed the warranty and advised rep to send the implant in for analysis.

Event description:
Additional information was received from the patient. They reiterated previous report. The patient stated since speaking with patient services they went to the doctor who put the interstim in and they told the patient "oh, I knew from calling into the service people that there was a problem with the battery inside of me." The patient stated as a result, they went back to where they would usually go and an expert spoke with them and told the patient the "battery was shot" and that it should have lasted 10-15 years and this one only lasted two years. The patient's reason for call was because they had seen the report for the plans on the patient's replacement procedure and they were concerned about seeing two surgeries and not one like the other two implants they'd had. The patient stated the doctor told the patient that due to scar tissue where the leads went, due to their two previous systems, the therapy might not be as effective for them so what the patient was reading was they would "go in and operate" on them and would wake them up during the procedure to "ask me questions" and then they would wake up and go home for awhile. The patient stated then in a week or so, they would have them come in and do a second surgery. The patient stated they were concerned about being awakened during surgery and wanted to know why they needed to be "put out" twice instead of just once like the previous two. Patient services redirected the patient to follow up with their health care provider (hcp) but suggested to the patient they may be trialing first with a permanent lead and then if the trial is successful they would have the second surgery to implant the ins. The patient stated for that second surgery they were told they might just give them a pain shot and that it would only take about 30 minutes. The patient stated that they recalled they had to do a trial for their first implant and that sounded like maybe what they were going to do now and stated they would follow up with their health care provider (hcp) to discuss their concerns and get more information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The following codes were removed due to correction: f11, a0705, and e1715. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the hcp called the patient and left a message to schedule a follow up.